Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair with complaint of error code 45986. No service record for the last 12 months. Event history log found system fault 45986. Functional testing did not replicate the error. Found fair amount of fluid ingression on mainboard and broken/damage one component. The most likely cause of the reported error is the mainboard due to broken/damage component. Replaced mainboard to resolve reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 45986. There was unknown patient involvement and unknown patient harm/adverse event reported.